Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 11th october, 2022 getinge became aware of an issue with one of our surgical lights ¿ lucea 100. The received customer allegation regarded a non-reportable issue. On 2nd november, 2022 service technician arrived on site and detected reportable issue - cracked cover with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ lucea 100. The received customer allegation regarded a non-reportable issue. On 2nd november, 2022 service technician arrived on site and detected reportable issue - cracked cover with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the top cover was replaced. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the crack of the cover, leading to missing particles could be considered a technical deficiency, and in this way the device contributed to the event. The provided information indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing reportable events for these types of issues we were able to establish that the failure ratio of cracked cover, leading to missing particles, is moderate. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As per expertise performed by the subject matter expert at manufacturing site the breakage of plastic parts is due to collisions. In the lucea 50/100 instruction for use (nu_lucea_50_100_01741en10, page 32) it is mentioned: "warning! Risk of infection or tissue reaction. A collision between the device and another item of equipment may result in particles falling onto the surgical site. Pre-position the device before the patient arrives. Move the device carefully to avoid a collision". We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number ot (B)(4).